Event description:
The physician reported a removal of the low flow valve due to open drainage. The valve was punctured with a fine needle just prior to the last surgery to fill the catheter system with a contrast agent. The system and valve showed no obstruction. The pt's clinical condition "did not form" the beginning of the disease course.

Manufacturer narrative:
The device has been received for evaluation. An investigation has been initiated based upon the reported information.